Manufacturer narrative:
(B)(4)

Event description:
Health care organization contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver is no longer working. No additional patient or event information is available.